Manufacturer narrative:
Insulin pump had no button response on up arrow button due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping or scrolling noted. Insulin pump had a cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported that the numbers on the insulin pump were scrolling when attempting to enter carbs. Customer then received a button error alarm on the insulin pump. Customer's most recent blood glucose reading was 14 mmol/l and has treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.